Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. No adverse patient effects were reported. A revision was performed and the dislodgement was confirmed through chest x-rays.

Manufacturer narrative:
The ra lead was successfully replaced and discarded so it will not be returned. No additional information is available. If any additional information does become available, this report will be updated.